Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 294-unknown); cause was not known. Insulin injection was administered. Pump system check was performed; no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.